Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Upon device interrogation, this device was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.